Event description:
It was reported that noise was observed on the ventricular channel. The noise was characterized by the device as vf; no therapy was delivered. It is suspected that there could be a lead insulation issue. Recommended additional testing with isometrics and pocket manipulation. The lead remains implanted.